Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 281mg/dl. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. The customer mentioned that she called the paramedics to her house six times in the last two months because she just had a surgery and does not really feel when she is low anymore. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.